Event description:
The remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no alleged complaint. During the evaluation of the device, it was visually inspected, and the engineer found the evidence of visible foam degradation inside the blower kit and dust fail contamination. The device was scrapped by the service center after the evaluation was completed.